Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of a missing balseal on the smaller post of the trial. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on (B)(6) 2015. CAPA-004795 determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-004795 will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The articulating surface was broken at the end of the case by the scrub tech trying to separate the surface and the shim. **update (B)(6) 2016** follow-up from the sales rep indicates the instrument is intact and in one piece. It was just damaged. On (B)(6) 2016 upon evaluation of the returned device, the balseal on the smaller post is missing.